Event description:
During laparoscopic gall bladder procedure the jaw screw sheared and fell into the wound. The doctor was unable to locate the screw head and elected to leave it. The pt was informed and agreed with the doctor. No adverse effects reported.